Manufacturer narrative:
Concomitant medical products: 1888tc competitor lead, implanted: (B)(6) 2009. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced less than expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.